Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab for one patient. Results as follows: date: (B)(6) 2012, inratio: 1.0 inr, lab: 1.8 inr. Patient then went to the lab within about an hour of the inratio test. Patient's therapeutic range is 2.0-3.0.